Manufacturer narrative:
Review of instrument results: sci appeared 1+; sciii appeared 1+; positive control reacted as expected. Sci jk(a+b+) scii jk(a-b+) sciii jk(a+b-). Note: group reverse wells appeared icteric. The customer did not submit sample or product for investigation. Confirmed the reactivity of the jka antigen on retention capture-r ready-screen 3 (crrs3) lot r163 using retention capture-r ready indicator red cells (crrirc) lot 221687 and anti-jka qc (1:125 dilution). Controls performed as expected and all reagent red cells tested exhibited the expected reactivity. The investigation did not identify a product deficiency.

Event description:
Customer reported unexpected negative reactions on when testing a patient sample with capture-r ready screen 3 (crrs3) on the echo. The patient had a previously known jka antibody. The sample was tested with an ID panel which reacted positive with jka cells with 1+ to 3+ reactions.